Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, it was impossible to release the second anchor of two fast-fix 360 curved and the surgeon had difficulty removing the first anchor from the meniscus. Surgery was resumed, after a non-significant delay, but it is unknown how the procedure was completed. Two devices from lot 2074451 and one from lot 2079145 were reported but it is unknown which one had the malfunction reported. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided images found three fast fix 360 labels, two labels had batch 2074451 and one label had batch 2079145. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include contact with another source or unintended stress to the needle. Insufficient product information was provided, thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in b5 and d4.

Event description:
It was reported that, during a meniscus repair surgery, it was impossible to release the second anchor of two (2) fast-fix 360 curved and the surgeon had difficulty removing the first anchor from the meniscus. Surgery was resumed, after a non-significant surgical delay, but it is unknown how the procedure was completed. No further complications were reported.